Manufacturer narrative:
(B) (4).

Event description:
Procedure: pneumonectomy. According to the reporter: during the case, firing stopped in the middle. The wing was opened widely, so the device could not be removed from trocar. Additional 3 cm resection of tissue was done to remove the device.